Event description:
Staff retrieved IV tubing to infuse an nss bolus which was completed. Original IV tubing retrieved had a hard piece of plastic in the tubing in it. Tubing not used on pt and mgr of unit made aware as well as mgr of supply chain.